Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the ER with inappropriate high voltage therapy due to a device exhibiting post sensed t-wave oversensing. Data review indicated possible lead noise. Programming changes were made. The patient was doing well, and no further issues reported.